Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 281mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.